Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the cartridge was filled with cold insulin. The user's blood glucose level was 224 mg/dl. The user stated that they would fill tubing to remove air bubbles.